Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) requires safety disk replacement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, d9, g3, g6, h2, h11 corrected fields: h6 (component codes, investigation conclusions)

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) requires safety disk replacement. There was no patient harm or injury reported.

Manufacturer narrative:
Updated fields: b4, e2, e3, g1, g3, g6, h2, h3, h6 (health effect: clinical code, type of investigation, investigation findings, component codes, health effect: impact codes, investigation conclusions), h11. It is unknown under which circumstances this event occurred and it is unknown whether a patient was involved or if there was any harm or injury. This complaint record is being closed because no response has been received after making three (3) good faith efforts (gfe) attempts to the customer to obtain additional information on this complaint event. If information is received, the complaint will be reopened and updated.

Event description:
N/a.